Event description:
It was reported that the shock impedance was out-of-range at 127 ohms. The trend had been between 88 ohms and 115 ohms over the past year with one spike of 123 ohms. Pace impedance and threshold were stable. It was planned to continue to monitor. The cardiac resynchronization therapy defibrillator and right ventricular lead remain in service and no adverse patient effects were reported.